Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The device was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.